Event description:
Customer reported that she was hospitalized due to low blood glucose customer stated that the blood glucose reading at the time of hospitalization was 42 mg/dl. Customer stated that her insulin pump was malfunctioning it was delivering too much insulin. Customer stated that her husband found her in bed and he couldn't wake her up due to the low blood glucose and took her to the hospital. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked reservoir tube lip, case on display window and battery tube threads.